Manufacturer narrative:
Investigation summary: the image sent by the customer was verified and it was possible observe plunger rod broken. Furthermore, DHR was performed, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The probable cause for the occurrence is related to failure at syringe assembly station. As corrective action, the operators of the production line will be notified about the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe came with the aspiration plunger region broken, making its use impossible."